Event description:
Seven incidents were reported regarding 5-fu using dosi-fuser from (B)(6) 2018. The dosi-fuser was designed to deliver the 5-fu medication in 46 hours infusion. However, the infusion time was finished 2-10 hrs earlier than the scheduled. Per MFR, the accuracy of the infusion time is +- 10%. The lot numbers in question are lot #172184l (6 incidents), 172177l (1 incident). There are 6 pts experienced the same problem; (1 pt experienced the problem twice). Lot #172184l: (B)(6) experienced the infusion problem twice; on (B)(6) 2018, (B)(6) received 5-fu 3800mg (76ml) and 145ml ns in a dosi-fuser. Pt reported that her dosi-fuser was empty 5 hrs earlier than the scheduled time. On (B)(6) 2018, (B)(6) received 5-fu 3800mg (76ml) and 145ml ns in a dosi-fuser. Pt reported that her dosi-fuser was empty 7 hrs earlier than the scheduled time. Ref # mw5075506, mw5075507, mw5075508, mw5075509, and mw5075510.